Event description:
It was reported that an error code 45986 occurred during testing. During investigation found the dso seal was ripped. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.

Manufacturer narrative:
Device was initially received for the complaint that an error code 45986 occurred during testing. During investigation found the dso seal was ripped. This malfunction makes the event reportable. The review of event log found that no errors found in event log. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint of ¿error code 45986¿ confirmed through visual inspection. Error code 45986 found in the versions screen of main menu and cleared the error code. Unable to replicate error code through performance verification testing procedures.